Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission: 12/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: during investigation, there was moisture visible in the display. The pump was opened and there was moisture damage found on the printed circuit board. A leak test was performed and failed due to a pump case leak. Unrelated to the original complaint, the pump casing was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.